Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The affected used sample was not returned by the user facility. Ten of the 34 received reference samples were taken to a visual examination. On all samples the first thread turn is damaged. Afterwards the samples were functionally checked in connection with an omnican pen 31. A difficult screwing between cannula and omnican pen 31 were detected at the samples. Complaint assessed justified. The manufacturing department has been informed. Root cause has been identified, corrective measures have been taken accordingly.

Event description:
As reported by the user facility (translation) of user facility information by b braun (B)(4)): patient say with this pen needles have problems with the glycemia. Say the product is block and does not administrate the correct doses.